Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Good condition with no appearance of any physical damaged. The error was duplicate for the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. Replaced interconnect board (high profile c9) does not operate as intended. Performed pm maintenance and all functional testing. The root cause of the issue could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old.

Event description:
It was reported that a acu watchdog failure alarm was experienced.